Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of fenestrated bipolar forceps were misaligned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.310¿ offset at the tips. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. The complaint was confirmed by failure analysis.